Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed which observed the main body of the transfer set twist clamp was damaged. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a cracked twist clamp (light blue main body). This was noticed during use of the device for peritoneal dialysis therapy. The transfer set was used for approximately two (2) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.